Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Conclusion summary: on (B)(6) 2019, it was reported that the device comb was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) eight times as documented in the repair reports in livelink. The last repair was october 20, 2017 where it was reported that the device needed preventative maintenance and the roller, bushings, side plates, comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on august 8, 2019 revealed that the comb was badly damaged on the ratchet side of the device. The roller end was galled and the square section was slightly deformed. The calibration and sample mesh could not be taken due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the comb was badly damaged on the ratchet side of the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was badly damaged on the ratchet side of the device. It is unknown with the information that was provided how this occurred. An action was initiated to further investigate and address several adverse events in which the zimmer skin graft mesher and meshgraft ii devices failed to properly mesh the skin graft as intended. It was later determined through investigation that there is an increased frequency of bent comb related events and is being further evaluated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Complaint history review: no further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the comb was bent. No additional information is available; no adverse events have been reported as a result of this malfunction.